Event description:
It was reported that the patient's leadless pacemaker went into backup mode. The device was successfully restored; however, it was then observed that its battery longevity had decreased. No additional intervention was performed. The patient was stable.